Event description:
It was reported that a user participating in the ilet experience study experienced prolonged low glucose episodes described as ¿lows for hours,¿ and follow-up contact attempts were made for additional details. Symptoms included hypoglycemia. Outcomes included no alarms or alerts reported and no hospitalization. Investigation included complaint intake review and user outreach for troubleshooting and education. Investigation of this case revealed no device alarms and no identified device malfunction, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.